Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open - efaa) associated with the clip opening to about 30 degrees could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with restricted posterior leaflet. An xtw clip was placed at a2/p2 lateral. During establishing final arm angle (efaa), the clip opened to about 30 degrees. The clip was re-closed all the way and a second efaa was performed; however, the clip opened to about 30 degrees again. The clip was unlocked and opened to 120 degrees, closed to 60 degrees, locked, and fully closed. Leaflet insertion assessment was performed again. During efaa, the clip was noted to relax but did not open. The deployment steps were completed per IFU and no change to mr was noted. A second clip was implanted lateral to the first clip with no reported issue, reducing mr to grade <1.there was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.